Manufacturer narrative:
This issue is being reported as there is likelihood the patient may have missed dose due to receiving leaking pre-filled syringe. A sample is available and investigation is pending at this time.

Event description:
Service center (B)(6) reported for a patient who had scheduled the application of the medication icatibant (10mg/ml) injectable solution 30 mg/3 ml. At the moment of the application, they noticed the medication was leaking with drops inside the primary packaging and was apparently broken.

Manufacturer narrative:
Photos of the concerned device were reviewed but device issue cannot be confirmed because no clear root cause was found that could explain the incident as described by the market. There were no deficiencies or deviations from the process. No other market complaints have been received for this batch. Operators and in-process checks have been performed during the packing processes, with no deviations detected. The external environment such as handling of material could be a potential root cause.

Event description:
Service center (caf san laureano) reported for a patient who had scheduled the application of the medication icatibant (10mg/ml) injectable solution 30 mg/3 ml. At the moment of the application, they noticed the medication was leaking with drops inside the primary packaging and was apparently broken. Below is the response sent by the complaining customer and 3pl: it was distributed and dispensed in its original secondary packaging. It was conditioned in the refrigerator according to audifarma internal configurations. The damage wasn't detected in picking and packing, and it is not possible also, the secondary packaging has a safety seal. The syringe was not damaged by a blow or fall and there are no similar deviations reported. There are no further deviations related to this lot.